Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the patient experienced pain and a small amount of blood at the stoma site. On an unknown date, a culture was obtained that came back positive for serratia marcescens and staphylococcus epidermis. The patient was prescribed oral levofloxacin for 1 week for the stoma site.

Manufacturer narrative:
Reference record: (B)(4). Catalog number in catalog# is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.